Event description:
On 11/2/98, pt seen in clinic for blood draw. Received saline and heparin flush through a central line (2 - hickman). On 11/2/98, admitted for signs and symptoms of sepsis. Cultures from 11/2/98 were positively identified as enterobacter cloacae. On 11/11/98, pt discharged from the hosp.